Event description:
This report involves a patient who experienced an infection to the peritoneum in the context of peritoneal dialysis. The cause of the event was not reported. On the same day as onset, the patient was hospitalized for the infection. Treatment details were not reported. On an unknown date, the patient¿s pd catheter was removed and the patient was switched to hemodialysis. On the same day as onset, the patient was discharged from the hospital. At the time of this report, the patient remained on hemodialysis and was recovering from the infection. No additional information is available.

Manufacturer narrative:
(B)(4). This report involves a patient who experienced infections to the peritoneum in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.